Manufacturer narrative:
Investigation results: device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the hypotube identified no issues. No issues were visually identified with the shaft polymer extrusion profile. A microscopic examination of the balloon identified a tear in the balloon material 6mm from the distal tip (8mm in length). All blades were fully bonded on the balloon and did not exhibit any signs of damage. Distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands identified no damage. During leakage test, the device was attached to an encore inflation unit and an attempt was made to inflate the device, however a leak was detected. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it is most likely that anatomical factors (moderately tortuous and moderately calcified artery) were met which resulted in the reported event. This code was selected as the most probable complaint cause based on the information available. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient complications, and the patient was in good condition after the procedure.